Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. Device passed the selftest. No audio/beep or alarm anomaly noted. No moisture damage found inside noted. Device was received with cracked case at display window corner, battery tube threads and minor scratched display window. (B)(4).

Event description:
Customer's brother reported via phone call that the customer went into the lake with the insulin pump. They removed the battery and reservoir and dried it. The customer could see fluid under the lcd screen. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.